Event description:
During routine testing of the device at the service center, the service technician reported the heater cooler had a leak and ran slow. No other details regarding the nature of this event were reported. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.